Event description:
Patient's nurse called in to report that the monitor is stuck in a bootup process. Troubleshooting unsuccessful. The inability to fully boot up to active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.